Event description:
It was reported that "after inserting the introducer and removing the guide, the doctor try to advance the catheter through the introducer, he find out that it won't advance or slide easily through it. So he decides to take it out of the introducer line to retry insertion but it won't advance. They try to do it for at least 10 minutes and finally decided to remove it all. With this action they noticed that the catheter has been crushed or smashed with the introducer so the catheter was broken. They had to use another one". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for iab insertion difficulty is confirmed based on the customer photos provided with the complaint report. The customer photos showed that the iabc was bent/kinked and likely stuck within the sheath. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the iab insertion difficulty. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after inserting the introducer and removing the guide, the doctor try to advance the catheter through the introducer, he find out that it won't advance or slide easily through it. So he decides to take it out of the introducer line to retry insertion but it won't advance. They try to do it for at least 10 minutes and finally decided to remove it all. With this action they noticed that the catheter has been crushed or smashed with the introducer so the catheter was broken. They had to use another one". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.